Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: black particles observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Health effect impact code: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.